Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
Doctor reported that the hexalobular screwdriver fractured at the tip.

Manufacturer narrative:
Zimvie complaint number (B)(4). H10: additional narrative zimvie received one (1) item zfx02hld21, lot 2205181045 . Visual evaluation was performed. We see a screwdriver with broken tip. The screwdriver tip has been strengthened by often use and/or high torque values, the breakage area shows signs of torsion and a sudden breakage type. DHR review was completed for the subject lot number 2205181045. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2205181045 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture the customer did not submit images for the reported event. Based on the investigation, the most likely root cause determined from the investigation was sudden breakage after overtorquing of the screwdriver. Therefore, based on the available information, a device malfunction was not established. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.